Event description:
Caller reported damage to the pump's housing and usb port, which affected the ability to charge the pump and resulted in the pump shutting down. There was no adverse impact to the customer's blood glucose level. The caller was unsure how the damage occurred, suggesting normal wear and tear. Despite not receiving requested images, technical support approved a one-time replacement of the pump, which was still under warranty. The customer was instructed to use multiple daily injections as a backup for insulin delivery, return the damaged pump, and program settings into the new pump. The customer was informed they would receive a pump with updated software and understood all instructions provided by technical support.